Event description:
During a pulmonary vein isolation procedure using a therapy cool path ablation catheter, a pericardial effusion occurred. Ablation was performed around both pulmonary veins and mapping was being done around the left superior pulmonary vein when the patient's blood pressure decreased. An echocardiogram confirmed a pericardial effusion near the left pulmonary veins. A pericardiocentesis was performed which stabilized the patient. The procedure was stopped, the patient was transferred to the ccu and has been discharged. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation in an inherent risk of any electrode placement.